Event description:
Pt found unresponsive. Code blue called. Pt on 28% tracheal collar. Nonin pulse - oximeter in use, with alarm cabled into central alarm system. During event investigation, staff stated that pulse-oximeter unit at bedside on and cycling, but do not recall if central alarm was sounding. Unknown if cable from monitor to central alarm system was intact. Pt was transferred to ICU and later expired in 2008. See scanned page.